Event description:
A customer reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to ensure the pump was not connected to a power source and to press the button firmly, but this did not resolve the issue. Subsequently, the customer was advised to connect the pump to a known working charger. The call was disconnected as the customer was switching to speaker, and further troubleshooting was planned for when the customer followed up.